Manufacturer narrative:
The reported lead fracture was not confirmed in the laboratory. The lead was returned in two parts. Analysis observed several outer insulation abrasionson the lead. One of the rv cable's etfe insulation was abraded. Both parts wree x-ray inspected and no fractured coil filars were found. Both parts exhibited normal electrical characteristics. No further lead anomalies were noted aside from damage sustained during the surgical procedure.

Event description:
It was reported that the lead was removed due to fracture.